Event description:
A caller reported the customer being unable to test using the adc device due to a fast draining battery. As a result, the customer had contact with a healthcare professional who treated the customer with a unspecified dose/type of insulin for the diagnosis of hyperglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader was sufficiently charged. The reader further investigated to de-cased. Visual inspection was performed on the de-cased reader and no issues was observed. The power consumption test was performed and all results were within specification. Charging cable and adapter were not returned. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If charging cable and adapter are returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.